Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device had not been working for 6-7 months. The patient reported that sometimes it seemed the device was turning off. The patient was advised to contact their healthcare provider to have the ins checked to see if it was still working. No further complications were reported.